Event description:
It was reported a patient underwent a left total hip arthroplasty in 1997. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1997.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a left total hip arthroplasty in 1997. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear.